Event description:
A foreign object can be seen inside the packaging of a sterile syringe cap. This is actually the 2nd pack that a person in pharmacy experienced this. The first time, the pack was tossed out. This time, the pack was saved and is available for inspection.